Event description:
It was reported that the monopolar curved scissors instrument was not working properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the tube extension is dislodged from the main tube. The entire tube extension wall is circumstantially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees with no pieces missing. Engineering also observed that the distal end of the main tube has a 2.25" long section with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.